Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure and after connecting the leads to the pulse generator, there was no pacing or sensing observed in either channel. Both the atrial and ventricular bipolar lead impedances were high. The pulse generator was not used and replaced.